Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h841860012, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 22-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (2,000 mcg/ml, 340 mcg/day) via an implantable pump for intractable spasticity and head/brain injury. It was reported the patient has been experiencing withdrawal symptoms and increased spasticity since pump replacement on (B)(6) 2020. The pump drug concentration and dose was the same as before the replacement. A dye study was performed and no fluid could be aspirated. Exploratory surgery was performed on (B)(6) 2020 and it found that one of the tie down sutures had kinked the catheter causing the inability to deliver medication. The suture was removed and a new 8578 catheter was used. The catheter was aspirated through the catheter access port (cap) and good flow was seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a device manufacturer representative indicated the catheter would not be returned for analysis as the customer discarded it.